Event description:
Left knee replaced on (B)(6) 2021. Received a depuy knee due to severe arthritis. No complications. On (B)(6) 2022 I stood up from a chair and my left knee became dislocated. I went to the doctor the morning before of (B)(6) 2022 and an x-ray was performed noting the insert had flipped around and dislocated the knee. The surgeon was unable to give me an explanation as to why this happened. I then had to have another surgery to revise the previous knee replacement. A whole new femur component has to be replaced and I was admitted overnight due to post op pain. I was on short term disability for a second time within a few months and lost wages and was in severe pain before the surgery since knee was dislocated due to the depuy knee failing.